Event description:
The nurse observed that the line had broken at the hub.

Manufacturer narrative:
The sample was discarded by the hosp and is not available for the investigation. Attempts have been made to obtain additional info but customer did not have any other info. Upon completion of the no sample investigation, a supplemental report will be submitted. Date submitted: 24 march 2008.